Manufacturer narrative:
(B)(4). It was reported that the physician noted that the distal tip of the lasso was caught on something in the left atrium. Customer was able to retract the preface sheath which ruled out this as an affecting factor. Initially, no movement was possible as the distal tip was stuck. Images on carto 3 system suggested that the lasso was at the middle of the chamber. The returned device was visually inspected upon receipt and it was found in normal conditions. The catheter was then evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Furthermore, a deflection and contraction test was performed and the catheter passed. The customer complaint cannot be confirmed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. IFU states that catheter advancement and placement should be done under fluoroscopic guidance through a guiding sheath, and when resistance is encountered, no excessive force should be applied to advance or withdraw the catheter through the guiding sheath. In addition, extra care should be taken while inserting, aspirating and manipulating the guiding sheath.

Event description:
It was reported that during the procedure, the physician noted that the distal tip of the lasso was caught on something in the left atrium. He felt that the tip was not embedded in the tissue and that it may be getting caught on something else although it was not clear what. He was able to retract the preface sheath which ruled out this as an affecting factor. Initially, no movement was possible as the distal tip was stuck. Images on carto suggested that the lasso was at the middle of the chamber. The catheter was definitely not near the mitral annulus, which was confirmed with fluoroscopy. The physician was able to use the ablation catheter to manipulate lasso and unhook whatever the lasso was caught on. The patient stayed stable throughout procedure and no adverse patient event was reported on follow up 24 hours later.

Manufacturer narrative:
Concomitant product: preface guiding sheath: us catalog #: 301803m, OEM lot #: 15679916. (B)(4).